Event description:
Customer stated "not heating properly and it smelled like something was burning." Product was returned for investigation. An investigation was done into the customers complaint and the inspector could not find any type of defect with the product. The pad was tested by a quality control technician who determined that pad was functioning properly with no signs of smoking or something burning. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.